Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the ¿foreign material clogged in the nozzle¿ was confirmed. It could not be specified what the foreign material was and the root cause of the remaining foreign material. It is unknown if the reprocessing was conducted in accordance with instructions for use (IFU). There was no report that the device was used for procedure while the event occurred. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the device was manufactured. The suggested events can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): inspection method is described in the operation manual gif/cf/pcf-290 series chapter 3 preparation and inspection. Prevention method is described in the reprocessing manual gif/cf/pcf-290 series chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis lucera elite gastrointestinal videoscope zoom/focus switching function was not working. There were no reports of patient or user harm associated with this event. The device was returned to olympus for a device evaluation and foreign material was found in the nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer's allegation was not confirmed. In addition to the reported in b5, the device evaluation found the following: due to dirt on the objective lens there was a lack of image on the monitor, switch 5 did not work due to damage and wear, switch 1 had a scratch, switch 4 had wear, the switch box had a scratch, due to wear of the angle wire the bending angle in the up direction did not meet the standard value, due to wear of the angle wire the play of the up/down knob was out of the standard value, due to deformation on the bending tube the angulation skips during angulation in the up/down directions, the adhesive on the bending section cover rubber had a chip and a scratch, the plastic distal end cover had a scratch, the connecting tube had a scratch, the objective lens had a scratch, the scope connector cover unit had a scratch, the indication on scope connector was peeled, the scope connector had a scratch, the protector of the universal cord on scope connector side had a scratch, the universal cord had a scratch, the image guide protector had a scratch, the grip had a scratch, the suction cover had a scratch, the suction cylinder was shaved, the paint on the suction cylinder was peeled, the paint on the air/water cylinder was peeled, the lock engagement lever had a scratch, the lock engagement knob had a scratch, the up/down and right/left knobs both had a scratch, and the control unit had a scratch. The customer cleaned, disinfected and sterilized the device before sending to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.